Event description:
The physician attempted to close the arteriotomy after a diagnostic procedure with the closer tsl 6fr device. Difficulty advancing the device over the guidewire was experienced. The physician used a scalpel to make the dermatotomy slightly larger, but the device would still not advance. As the device was removed in order to enlarge the subcutaneous tract, it was noted that the j-tip was no longer attached to the distal end. Fluorography was begun, and the tip was visualized in the groin. The physician attempted to use hemostats to retrieve the tip, but physician was not successful. A surgeon was called in, and using a pair of hemostats surgeon was able to retrieve the tip portion of the device while the pt was under fluoro in the cath lab. Closure of the access site was achieved with manual compression. The pt has recovered without further incident and has been discharged to home.